Manufacturer narrative:
This report is being cancelled as these failures related to the safety disk were identified at getinge and not at the customer site. Revert all sections to blank : b. Adverse event or product problem. D. Suspect medical device. E. Initial reporter. G. All manufacturers. H. Device manufacturers only.

Event description:
This report is being cancelled as these failures related to the safety disk were identified at getinge and not at the customer site.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that out of the box, when a getinge engineer was repairing the intra-aortic balloon pump (iabp) unit has a safety disk malfunction. There was no patient involved.